Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the bdc was prepped prior to the mandrel/stylet being removed. It should be noted that the traveler rx, global, costa rica, instructions for use (IFU) states: complete the following steps to prepare the traveler rx coronary dilatation catheter for use: remove the protective mandrel from the flushing sheath, then flush the traveler rx coronary dilatation catheter. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that before use, resistance was noted slightly during removal of the stylet for a 1.2x20mm traveler balloon. It was confirmed the device was prepped before stylet removal. The device was not used and there was no patient involvement. Another balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.